Manufacturer narrative:
This medwatch is submitted to send an initial report about a complaint opened on the 31st of august. Product was not returned as it's still implanted. No examination can be performed. Its important to highlight that for this case two potential prothesis can be related. However, insufficient informations prevent from identifying which one is alleged. The illegible state of the sales order has only allow to identify one reference and batch (subject of this report). The identification of the other device is in progress. The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. A company representative is following up with the patient and waiting for more information about this complaint. Investigation still in progress.

Event description:
Mobi-c p&f us : implant migration and patient discomfort: it was a phone call received on august 31 st 2018 by one of zb company representative from a patient. According to the patient , he had a first "stwo" level surgery on (B)(6) 2017 (c5, c6 and c7). Recently he had an x-ray and show the implant was moving toward the spinal column pushing his larynx . Patient is experiencing pinching and discomfort. Revision surgery is not scheduled at this time. The event date of this issue was not confirmed. An x-ray established on (B)(6) 2018 confirmed the issue. Patient update that he has stiff fingers. Sales order of the initial surgery allow to identify the two implanted mobi-c prothesis; however, no sufficient informations allow to identify which implant is concerned by this issue. Therefore, two reports are sent to the authority. A follow-up meeting with the patient doctor was set for (B)(6). No update was received since. Investigation still in progress.

Event description:
Mobi-c p&f us : implant migration and patient discomfort it was a phone call received on (B)(6) 2018 by one of zb company representative from a patient. According to the patient , he had a first two level surgery on (B)(6) 2017 (c5, c6 and c7) . Recently he had an x-ray and show the implant was moving toward the spinal column pushing his larynx . Patient is experiencing pinching and discomfort. Revision surgery is not scheduled at this time . The event date of this issue was not confirmed. An x-ray established on august 2018 confirmed the issue. Patient update that he has stiff fingers. Sales order of the initial surgery allow to identify the two implanted mobi-c prothesis - however no sufficient informations allow to identify which implant is concerned by this issue. Therefore, two report are sent to the authority. Additional information has been received on february 15th 2019: part number of the second implant has been found: the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Several follow-ups have been done and no further information has been received.

Manufacturer narrative:
This medwatch is submitted to send the results of the investigation. Fields date of report; event; PMA/510k; if follow-up, what type were updated. Additional information has been received on february 15th 2019: part number of the second implant has been found: the review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product was not returned as its still implanted. No examination can be performed. Its important to highlight that for this case two potential prothesis can be related. However, insufficient informations prevent from identifying which one is alleged. Based on the product history records, the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. Based on the first surgery description, the most likely hypothesis of this event is due a poor preparation of the intersomatic disc space. Requests for additional information has been done and only poor response were provided. The investigation found no evidence to indicate a device issue. No conclusion can be made with available inputs. Root cause: undetermined with hypothesis of poor disc space preparation. If additional information are received, complaint may be reopened as needed if analysis has to be reviewed.